Event description:
The customer returned the cysto-nephro videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that it was found the up/down angulation lever plate was sticky, and the rubber cover of the forceps channel port was detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: stress problem; known inherent risk of device. Olympus will continue to monitor field performance for this device.